Manufacturer narrative:
Sensor 3mh007kxx6h has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. Adhesive was not returned and serial numbers have been verified to match. Issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading and skin infection issues were reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified low sensor scans compared to a competitor¿s brand meter. The customer reported that she became hyperglycemic, experienced symptoms of severe tiredness and light-headedness, and self-treated (unspecified). The customer then had contact with a healthcare provider who administered an unspecified dose of insulin and additionally antibiotics for an infected abscess. No further information was provided. There was no report of death or permanent injury associated with this event.